Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to leakage and water invasion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, button failure (switches failed to function), mosaic image (image was noisy), pinhole on channel tube, water tightness was lost, switch 1 did not work, corrosion on the angle mechanism, bending section could not be controlled, scope connector corroded, control unit dirty (with a great amount of fluid invasion and corrosion), image guide protector discolored, b30 error occurred (if board and ad board both corroded), and protector was worn. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during maintenance of the evis lucera elite bronchovideoscope, the scope exhibited mosaic image (image was noisy) and button failure. Upon inspection and testing of the returned device, the scope exhibited b30 scope communication error and corrosion on the angle mechanism, and bending section could not be controlled. There was no patient involvement reported with this event.